Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "type 1 diabetes and long-term continuous subcutaneous insulin infusion therapy: a 10-year experience from macedonia", data was collected from 162 type 1 diabetes patients using csii for > 3 years during october 2004 until october 2014. The aim of the study was to describe the impact of csii therapy for 10 years of use. Data was collected through the electronic medical record system, cross-sectional analysis (telephone, e-mail, or social media), and csii reports generated by carelink therapy management software (medtronic, (B)(4)). The insulin pumps involved were 722 and 754 models. The results of the study indicated that the insulin pumps were effective at preventing serious diabetic issues; however, it was found that 0.01 events per patient/year for severe hypoglycemia occurred. A very low rate of hospitalization for diabetic ketoacidosis was also noted. Ultimately, the study concluded that patients on medtronic's 722 and 754 insulin pumps experienced improved glucose control. A reduction of hba1c levels by -1.1% was maintained during the study period. No specific details regarding incidents of severe hypoglycemia or hospitalizations for diabetic ketoacidosis were provided, and no products were returned for medtronic for further analysis.